Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had ineffective therapy on their left side due to both leads being on the left side. Surgical intervention was undertaken and the right lead was explanted, and a new left lead was placed.